Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05302. It was reported the patient's leads were found to have migrated. Reprogramming was performed, but the patient will undergo surgical intervention to further address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05302. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the patient's leads were repositioned. Surgical intervention resolved the patient's issue.